Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the tip-fixing screw adhesive peeling could not be determined, however, it is likely that the phenomenon that occurred after the time of device shipment. The event can be detected/prevented by following the instructions for use which state: ¿ ¿ warning ¿¿ ¿do not hit or drop the distal end, flexible part, bending part, control part, universal cord, scope connector part of the endoscope. Also, do not bend, pull or twist with strong force. The device may break, injure the body cavity, burn, bleed, perforate, or detach parts¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis lucera ultrasound gastrovideoscope plastic distal end cover had discoloration. Upon inspection and testing of the returned device, it was noted that there was insufficient adhesive in the screw holes of the distal end. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. The insufficient adhesive was also confirmed. It was also noted that the play of the up/down and the bending angle in the up direction did not meet standard value due to wear of the angle wire. The investigation is ongoing. Additional information regarding this event has been requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility